Event description:
Surgeon advised, he has performed 8 durom cup revisions. Additional info will follow.

Manufacturer narrative:
We became aware of 8 durom revisions. To date we do not have any additional info such as ref and lot numbers, reason for revision surgery, hospital name, implantation and revision date and so on. We are collecting the relevant data and will keep you updated in our follow-up or final report, which will be created for every single case. Please take note that the durom acetabular component is similar to our product durom us acetabular component which is sold in the us.